Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. High right ventricular (rv) pacing thresholds were exhibited. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.